Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient receiving fentanyl 100mcg/ml for a total dose of 52.5mcg/day and dilaudid (hydromorphone) 20mg/ml for a total dose of 10.5mg/day via an implantable pump for non-malignant pain and other upper quadrant sites. It was reported on (B)(6) 2017 a catheter event was reported and confirmed. It was noted they could only aspirate approximately 0.2 mls from the catheter during pump replacement. Healthcare professional (hcp) was going to replace the pump, but hcp did not want to do a back table prime. Manufacturer representative (rep) explained patient would be without drug for a period of time until the drug gets through the entire system. It was noted the following event was confirmed: difficult to aspirate. No symptoms were reported. It was noted it was not known if it was drug related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jan-27 from a manufacturer representative provided information on who initially reported the event. It was stated elective replacement indicator (eri) replacement was scheduled by healthcare professional's (hcp) office. It was noted when asked to clarify the difficult aspirating catheter it was stated, "there was no known issues and eri replacement." It was stated that hcp attempted to aspirate the catheter access port (cap) after connecting catheter to replaced pump and was able to aspirate 0.2ml. On (B)(6) 2017 hcp opted to deliver no prime bolus on back table and stated hcp would medically manage. The cause of the only able to aspirate 0.2ml from cap was unknown. The issue was currently being medically managed.